Manufacturer narrative:
(B)(4).

Event description:
It was reported "at 11:00 on 28 march, the patient underwent right thoracic drainage with smooth drainage and good fixation, and was transferred to the interventional vascular surgery ward for further treatment on (B)(6). On (B)(6), the doctor received a call for consultation, complaining of thoracic drainage tube blockage, and found that there was an irregular breakage of the drainage tube of about 0.3cm in diameter. The drain was immediately clamped, and a CT scan was recommended to remove the drain." The user changed to new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00454 and 3006425876-2025-00411.

Event description:
It was reported "at 11:00 on 28 march, the patient underwent right thoracic drainage with smooth drainage and good fixation and was transferred to the interventional vascular surgery ward for further treatment on 31 march. On 4 april, the doctor received a call for consultation, complaining of thoracic drainage tube blockage, and found that there was an irregular breakage of the drainage tube of about 0.3cm in diameter. The drain was immediately clamped, and a CT scan was recommended to remove the drain." The user changed to new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00454 and 3006425876-2025-00411.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.